Event description:
A doctor alleged that two (2) patients had experienced the debonding of crowns after placement with natural elegance resin cement. This is the first of two (2) reports.

Manufacturer narrative:
Patient information with regard to age and weight was not provided. The doctor re-cemented the posterior crown using the same product; however, the crown debonded. The doctor re-cemented the crown for the patient using a different product, without further incident. To date the patient is doing fine. The product was not returned and no lot number was provided; therefore, no evaluations can be conducted.